Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 27-feb-2020.

Event description:
It was reported that the unit had a pressure sensor issue. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the data acquisition board and flow sensor and the issue was resolved.

Manufacturer narrative:
G4: 27apr2020. B4: 28apr2020. The gas delivery system (gds) and data acquisition (da) board were returned to the manufacturer for failure analysis. A visual inspection revealed no anomalies. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.